Event description:
It was reported that a small volume folfusor overinfused. This occurred during patient infusion of an unknown drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2014. This lot was manufactured between september 5, 2013 and september 6, 2013. Evaluation summary: baxter received one sample with 8ml of fluid in the bladder. Visual inspection on the unit showed no signs of physical abnormality. A functional flow rate test was performed and the rate was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the exact occurrence date is unknown; however, it is known the event occurred between (B)(6) 2014. Additional event information: the infusion was expected to have occurred over 48 hours, but it was completed in less time than expected. Should additional relevant information become available, a supplemental report will be submitted.